Manufacturer narrative:
Sc-2316-50 sn (B)(6), sn (B)(6). Device evaluation indicated that visual and x-ray images of the lead revealed 11 cable fractures on the lead body at the kinked site where the clik-anchor has been placed. No cables were exposed. Stress at the anchor site was the likely cause of the fracture. Sc-3400-30 sn (B)(6), sn (B)(6). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the lead had migrated and had high impedances. The physician believed that no device malfunction was suspected. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 19636742, model/catalog description: infinion 16 lead kit 50 cm. Model number/catalog number: sc-3400-30, serial number: (B)(4), batch/lot number: 18989198 / 196445397, model/catalog description: splitter 2x8 kit-sterile.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the lead had migrated and had high impedances. The physician believed that no device malfunction was suspected. The patient underwent an explant procedure.